Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that due to the scroll wrap feature on her insulin pump, the customer accidently delivered a bolus of 25 units by rolling over her insulin pump in her sleep. The customer's blood glucose level was 71 mg/dl. The customer stated she started keeping her insulin pump in a case to prevent this type of event from happening. The product is not being returned. Nothing further was reported.